Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge luer lock became detached from the cartridge patient line multiple times. The contact could not provide exact event dates. There was no reported impact to the customers blood glucose level. Reportedly, the customer was able to load a new cartridge when the issues occurred. In addition, the contact reported that the pump fill estimate was noted to be inaccurate multiple times. As tandem technical support was not contacted at the time of the reported issue, troubleshooting could not be performed.